Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0139308. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, with the samples provided to us by the facility, our engineers were able to identify aging of the septum as the most likely root cause for this event. The septum is expected to completely close after the removal of the cannula, this seal prevents the leakage of the device. During our evaluation, the septum was found to be open. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: there was leakage at the septum of indwelling needle, sample has been abandoned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: there was leakage at the septum of indwelling needle, sample has been abandoned.